Event description:
A report was received stating that a ventilator generated a motor failure alarm while ventilating a patient. Rebooting of the ventilator was required to silence the alarm. Following the reboot, the device was found to not deliver gas. The patient was removed from the ventilator and transferred to a similar device. There were no negative consequences to the patient reported. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The pump and manifold assembly was returned for evaluation. The service engineer evaluated the pump and could not verify the reported complaint. The pump was placed into a test ventilator and an unrelated issue was found. A third party service provider replaced the pump assembly.

Manufacturer narrative:
(B)(4).